Manufacturer narrative:
The reported field event of a backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset. However, the device image was corrupted and the cause of the backup could not be determined. Upon receipt, an alert for output stage anomaly and an arc mark on the device can were observed. The device was tested on the bench and the output stage was confirmed to be damaged. Further evaluation of the arc mark indicated the presence of lead material.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device did not respond to vf episodes. Patient was externally defibrillated. During device interrogation, device was found in backup vvi mode without defibrillation support. Device download could not be performed. Several attempts to communicate with the device were also failed. It was not possible to confirm the backup reason or battery status. Device was explanted and replaced. Patient was discharged and was in good condition.